Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date w/o a part number or a lot number. Synthes is unable to determine 510(k) # w/o a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During a femur fracture procedure on (B)(6) 2011, the insertion handle did not perform as intended for nail alignment and aiming of the locking screws. The tine on the handle was noted to be deformed at the connection to the nail, which may have prevented the handle from turning, throwing off alignment. Patient implanted with retrograde nail. Nail was rotated and the locking screws did not go through the nail. One locking screw was appropriately placed proximally and 2 screws missed the nail distally. Revision surgery performed (B)(6) 2011 with removal of locking screws and nail. New nail inserted with 3 locking screws. This is the 3rd of 4 reports submitted on this event.